Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the pt's femoral artery. The signals were good; clear arterial pressure (ap) waveform, ECG etc. When the cardiologist initiated pumping the pump gave the alert "class 1 purge failure." Another iab was prepped and the same alert occurred. At this time, the customer changed the helium, but the pump did not start. As a result, the md did not insert an iab. There was no reported pt death or injury. Medical/surgical intervention was not required. There were no reported pt complications and the pt outcome is listed as "alive." The same rep used his demo iab and the pump started right away with no alarms. It was noted that at this time the fiber optix sensor (fos) was not detected when the fos tester was connected. The sales rep told the customer to request service by a third party service organization and not to use this pump before it is checked.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.